Manufacturer narrative:
Method: device history review; complaint history review; risk assessment;results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. 100% of units in the lot passed a pressure test and a leak test.conclusion: a plausible root cause cannot be identified because the device was not returned for evaluation.

Event description:
It was reported that; experienced lot of difficulty and unable to get the implant to rise during a procedure. Changed all rings and tubing. The pressure gauge would rise and then drop without any saline leakage or audible clicks. Eventually the device sporadically worked after multiple attempts.

Event description:
It was reported that; experienced lot of difficulty and unable to get the implant to rise during a procedure. Changed all rings and tubing. The pressure gauge would rise and then drop without any saline leakage or audible clicks. Eventually the device sporadically worked after multiple attempts.